Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
A patient reported that they experienced the event of ¿a little pain" on the right side side¿. The patient additionally reported that they experienced ¿liquid; 20 drainage sessions, "found more fluid around the prosthesis¿ and "very worried about the fluid." The device remains implanted.